Event description:
It was reported that the catheter got stuck within the guide catheter, and the shaft break occurred. A 4.00 x 16 synergy drug-eluting stent was selected for percutaneous coronary intervention procedure. The stent was then advanced to the desired position within the coronary artery, it was inflated with the aim of deploying the stent which was successful. The physician was happy with the result so she deflated the balloon and began to retract the device. When the physician pulled back the device away from the lesion and into the guide catheter and as it travelled within the catheter the device got stuck within the guide catheter. Then, the physician continued to pulled back on the device, forcefully retract the device and the device removed successfully. Upon inspection, it was noticed that the broken due to the force used to retract it. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: a 4.00 x 16mm synergy stent delivery system (sds) was returned for analysis. The stent was not returned, the stent was implanted in the patient. The balloon cones were reviewed, and no issues were noted. The balloon was in a deflated state. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a break at the site of the wire exchange port. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the catheter got stuck within the guide catheter, and the shaft break occurred. A 4.00 x 16 synergy drug-eluting stent was selected for percutaneous coronary intervention procedure. The stent was then advanced to the desired position within the coronary artery, it was inflated with the aim of deploying the stent which was successful. The physician was happy with the result so she deflated the balloon and began to retract the device. When the physician pulled back the device away from the lesion and into the guide catheter and as it travelled within the catheter the device got stuck within the guide catheter. Then, the physician continued to pulled back on the device, forcefully retract the device and the device removed successfully. Upon inspection, it was noticed that the broken due to the force used to retract it. There was no patient complications reported. It was further reported that the 80% stenosed target lesion was located in the moderately tortuous right coronary artery (rca). The lesion was pre-dilated with a 2.5 x 20 non-boston scientific balloon. There was no a significant bend involved in the lesion. The guidewire used was non-boston scientific guidewire. The distal portion of the shaft was fractured. The patient's status post procedure was stable.

Event description:
It was reported that the catheter got stuck within the guide catheter, and the shaft break occurred. A 4.00 x 16 synergy drug-eluting stent was selected for percutaneous coronary intervention procedure. The stent was then advanced to the desired position within the coronary artery, it was inflated with the aim of deploying the stent which was successful. The physician was happy with the result so she deflated the balloon and began to retract the device. When the physician pulled back the device away from the lesion and into the guide catheter and as it travelled within the catheter the device got stuck within the guide catheter. Then, the physician continued to pulled back on the device, forcefully retract the device and the device removed successfully. Upon inspection, it was noticed that the broken due to the force used to retract it. There was no patient complications reported. It was further reported that the 80% stenosed target lesion was located in the moderately tortuous right coronary artery (rca). The lesion was pre-dilated with a 2.5 x 20 non-boston scientific balloon. There was no a significant bend involved in the lesion. The guidewire used was non-boston scientific guidewire. The distal portion of the shaft was fractured. The patient's status post procedure was stable.